Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the product is taken out of use in the process of breaking the wing during puncture. No other information was provided.

Event description:
It was reported the product is taken out of use in the process of breaking the wing during puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken safety mechanism is confirmed; however, the exact cause is unknown. One photograph of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed the internal components of the safety mechanism were disconnected from the outer housing of the safety mechanism. The internal components of the safety mechanism were observed to be slightly extend, but the needle tip was not covered. No damage could be seen on the sample in the returned photograph. A clear liquid was observed within the tubing of the infusion set. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.